Event description:
It was reported that during the distal burring, the green portion would not go away as the doctor tried removing bone. The handpiece was checked and reassembled and locked into place properly. Decided to take the guard off and it was able to burr away in speed control. No delays or injuries involved.